Event description:
(B)(4). My doctor needed to put me to sleep to remove my iud that had flipped upside down. She mentioned that there was a new method called essure available that was a very permanent form of birth control. I decided to have her do that in (B)(6) 2010 since my husband and I decided we were done having children. My procedure in (B)(6) 2010 went fine, I had the dye test done 3 months later in june 2010 and watched the dye stop myself on the screen. Early (B)(6) 2010 I found out I was pregnant. I was 8 days late getting my cycle and took a pregnancy test. When it turned positive, I called my ob/gyn who told me to get to her office immediately as she suspected an ectopic pregnancy. Throughout the day the ultrasound showed that the embryo did indeed implant in the uterus properly and it was a viable pregnancy. I had a very healthy pregnancy and now have a healthy 4 year old boy.